Event description:
It was found the customer's insulin pump was returned for unknown reasons. No additional information provided.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime test due to issue with an electrical component on the circuit board .unable to perform the occlusion test and excessive no delivery test due to priming anomaly. Unit had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.